Event description:
It was alleged that, during a case, the unit was not properly connected, and filled the pt's stomach with water. It was found later that the balloon had small holes in it, most likely caused by user error.